Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high, to 404 mg/dl. The customer treated with an insulin pen. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were correct and the basal rates and bolus wizard settings programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer reported that he had not given himself enough insulin and treated over the phone. The insulin pump was not replaced or returned for analysis.